Manufacturer narrative:
The distributor was contacted for more information on this complaint. The infant is 10 months was on ketocal 4:1 with 9 grams of canola coil being added for diagnosis of seizure disorder. The dose was 495 ml over 24 hours. The feeding was to run at 30 ml/hr over 16 hours. The system, cassette and pump, is not being returned and cannot be evaluated. There have been no other complaints on the reported lot number regarding an over run. The specific mixture of formula and setting used will be run in laboratory testing to try and duplicate the event. A follow up will be submitted once the investigation is complete.

Event description:
Customer reported that the pump continues to run after the food is gone. Canola oil is being used in the set. No injury reported.